Event description:
It was reported that percutaneous venous balloon dilatation was performed. The tip of the connect guide wire was noted to be damaged. The guide wire was replaced to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.